Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified the device was broken shell, dark ring, missing shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks and broken striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening, a striated edge broken in the side anterior assessed as surgical damage, and a missing shell assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted.